Manufacturer narrative:
(B)(4). The insulin pump received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test due to the blank display. Moisture damage also found on the motor assembly and force sensor during visual inspection. No moisture damage found on the keypad assembly. Pump received with cracked battery tube threads and cracked case battery tube. The p cap locks into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that the a huge crack from where you put battery to the bottom. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.